Event description:
The explanted device was returned and received by the manufacturer to undergo product analysis. Analysis has not been completed to date.

Event description:
It was initially reported that high impedance was seen with the patient's first implant. Anteroposterior (ap) and lateral chest x-ray images were reviewed by the manufacturer. The generator placement was determined to be in the upper left chest, and the feedthrough wires were intact. The connector pin did not appear fully inserted as it could not be visualized past the setscrew connector block, and the end of the connector ring appeared more backed out than expected. Based on the image received, the pin was assessed to not be fully inserted. The high impedance was likely due to the incomplete pin insertion. However, any fractures or microfractures on the portions of the lead that were not visible could not be ruled out. It was later reported that patient had a revision surgery. Prior to surgery, a computed tomography (CT) scan was performed to confirm lead integrity. During surgery, it was confirmed that the lead pin end was after the second connector block. The generator was reconnected to the electrode multiple times with distilled water, but the impedance remained high. A test resistor was used to troubleshoot, but an error was still present. Then, error code 254 seen. The generator was replaced, and impedance dropped to normal limits. The explanted generator was confirmed to be en route to manufacturer but has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.